Event description:
It was reported the device was used during an esophagogastrectomy. It was reported the stapler was fired but did not leave a staple line. No staples were present. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: record purpose only: no conclusion could be reached as to what may have caused the reported incident. The instrument was not returned for analysis.